Event description:
It was reported to medtronic minimed that the customer found crack on the pump battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported physical damage on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1884 was requested and it was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with damaged retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to damaged retainer ring. The following were noted during visual inspection: missing display window/cover, partially broken retainer, cracked belt clip rails, cracked case (battery tube), scratched case, cracked case on battery side, overlay scratched and cracked keypad overlay at select button. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked case (battery tube) was noted. In addition, unit was received with damaged retainer ring was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.